Event description:
It was reported that the patient complained about thoracic pain. CT examination showed a lead perforation. The lead was explanted and replaced. No adverse consequences for the patient were reported.